Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of error e315 error message was reproduced. Device valuation found the leakage tester connector had a gas leakage resulting in fluid invasion inside the plug of the unit and corrosion of the electrical connector (el-connector). Furthermore, the following defects/findings were identified during device inspection: due to a crack on scope cover (sc) cover unit, water tightness was lost. Due to ID data malfunction of scope ID, rfid data cannot be read. Due to corrosion on plug unit, the image was not displayed. Due to shortcut of charge coupled device (ccd) cable, endoscope connector gets warm. E204 error message occurred during angulation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an error e315 (error-scope error), replacement of leak tester connector, leak test fitting issue. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure. The procedure was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (scope error) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Event description:
There was no delay in the procedure. The procedure was completed with another device.